Event description:
According to the distributor's report, a patient had a lower eyelid laceration treated with dermabond topical skin adhesive by a nurse practioner. The patient returned to the emergency room with the eyelashes glued together. The physician read the product literature, which advises saline lavage and ophthalmic ointment. The patient was referred to an ophthalmologist, who applied ophthalmic ointment. The eylashes were still glued together after six days.